Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7746974 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure: laparoscopic ventral hernia repair with mesh. Anesthesia: general endotracheal. Estimated blood loss: less than 5 ml. Specimen: none. Findings: there was adhesion of small bowel densely adherent to the abdominal wall, which was taken down with sharp dissections. There was no evidence of injury. The defect size was about 5 cm. Due to some weakness in the umbilicus and the prior laparotomy incision, it was felt that broad coverage was needed, so a 24 x 18 mesh was placed, giving broad coverage with at least 5 cm in all directions outside of the hernia defect. Indications for procedure: the patient has a nephrectomy and subsequently developed a herniation at the incision just to the left lateral aspect of the umbilicus. Details of procedure: ¿consent was obtained. The patient was taken to the operating room and place under general endotracheal anesthesia. His abdomen was prepped and draped in the usual sterile fashion. An optiview trocar was used to tunnel down through the layers of abdominal wall just to the right of the umbilicus, and the peritoneal cavity was entered uneventfully. Insufflation with carbon dioxide was begun. A couple of 5 mm trocars were placed just to the right lower quadrant, and then a 12 mm trocar was placed in the midline in the epigastrium. There were very dense adhesions involving small bowel in the midline. These were meticulously taken down with sharp dissection. There was no evidence of injury to the bowel. Within the hernia defect, itself, there was only omentum. This was returned to the peritoneal cavity uneventfully. The defect was assessed. The defect was actually oriented just slightly in its long vertical axis just off the midline, so the mesh was oriented basically from the long axes from about the 6 o¿clock position to the 11 o¿clock position rather than the traditional 12 to 6 o¿clock midline orientation. The mesh was obtained, and gore-tex sutures were placed at 12, 3, 6, and 9 o¿clock positions. The mesh was placed into the abdomen, and then the sutures were brought out through corresponding incisions. This gave very good broad coverage of the defect, as well as coverage of the umbilical weakness. The mesh was then tacked into place with a sobrafix tacker placed in 1 cm increments circumferentially, and coronal tacks were placed, as well. Hemostasis was assured. The bowel was reinspected, and there was no evidence of injury, and the bowel appeared very healthy. The abdomen was deflated. The ports were removed under direct vision and appeared hemostatic. The skin edges were closed with dermabond. The patient was fully awakened, extubated and transported to the recovery room in satisfactory condition, having tolerated the procedure well. The patient will be brought into the hospital and checked later today and considered for discharge if he is doing well.¿ (B)(6) 2012: (B)(6). (B)(6) md. Brief operative note. Specimen(s) removed: none. Status of patient: good. [Handwritten]: implant abdomen. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 7746974. W.l. Gore & associates. Expiration 2013-01. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/7746974) was implanted during the procedure. (B)(6) 2012: [missing records: records for lab reports showing persistent elevated white blood cell count were not provided.] (B)(6) 2012: [missing records: records for CT scan ¿showed a few foci of air in the pelvis and the anterior abdominal wall¿ were not provided.] (B)(6) 2012: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: mesh infection. Postoperative diagnosis: mesh infection. Procedures: diagnostic laparoscopy. Mesh explantation. Primary repair of ventral hernia. Anesthesia: general endotracheal. Estimated blood loss: 50 ml. Specimen: a stat gram-stain was sent of the fluid in the abdomen, and returned some white blood cells, but no bacteria or evidence of any food particles. Findings: there was turbid fluid within the abdomen. There was typical finding of bowel adherent to mesh, but there was not evidence of enterotomy or fistulization. The seroma anterior to the mesh, had a similar finding of turbid fluid, but again, no succus was noted. The mesh that had been placed two weeks prior was removed. The repair of the defect was done with interrupted pds suture. Indication for procedure: the patient had a laparoscopic ventral hernia repair a couple of weeks ago, and he has had a persistent elevated white blood cell count, and had a followup [sic] CT scan today that showed a few foci of air in the pelvis and the anterior abdominal wall. Due to his persistent findings, the decision was made for a diagnostic laparoscopy, with plan for a mesh explantation, due to the concern for a mesh infection. Details of the procedure: ¿consent was obtained. The patient was taken to the operating room and placed under general endotracheal anesthesia. His abdomen was prepped and draped in usual sterile fashion. The old incision in the right mid abdomen was opened, and an optiview trocar was used to tunnel down through the layers of abdominal wall, and the peritoneal cavity was entered uneventfully. Insufflation with carbon dioxide was begun. An additional trocar was placed in the right upper quadrant. The abdomen inflated nicely. There were a few adhesions to the mesh, and these were taken down easily with blunt dissection. The small bowel was closely inspected, and there was no evidence of enterotomy of fistulization. The turbid fluid was sent for evaluation, and was found to have no food particles or bacteria. Due to the abnormal finding of the fluid, and concern for infection, the mesh was removed. The prior laparotomy was opened, curving to the right side of the umbilicus, after the trocars were removed. The mesh was then removed. From this perspective, the bowel that was in the anterior part of the abdominal wall, and had been in the vicinity of the mesh was able to be closely inspected, and run for quite a few centimeters proximally and distally, but certainly some extreme proximal small bowel and bowel extending down into the pelvis was not directly visualized. The abdomen was copiously irrigated with warm normal saline. The decision was made to avoid any type of mesh implant, even an absorbable mesh, since the fascia looked moderately healthy after the seroma sac was excised. The fascia was approximated with interrupted #1 pds sutures, placed in a v-stitch fashion. A number of interrupted sutures were the placed between the v-stitches. This gave good approximation of the fascia, giving good care to not overly tighten the sutures. The wound was copiously irrigated, and then the scarpa fashion [sic] was closed with 0 vicryl sutures, and the skin edges were closed with staples. A sterile dressing was placed. The patient was then fully awakened, extubated and transferred to the recovery room in satisfactory condition, having tolerated the procedure well. The patient will be continued on antibiotic, returned to the regular hospital room, and we will await return of normal bowel function.¿ (B)(6) 201208/22/12: [missing records: records for stat gram-stain of the fluid in the abdomen that returned some white blood cells, but no bacteria or evidence of any food particles were not provided.] (B)(6) 2012: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided.] Records span (B)(6) 2012 to (B)(6) 2012. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "infection, adhesions to small bowel, removal of infected mesh." Additional event specific information was not provided.